Event description:
The customer reported that the insulin pump alarmed during prime. The blood glucose reading was 75mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that the insulin pump has been dropped and there is a crack at the end cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.